Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen, unknown (2000mcg/ml at 726mcg/day) via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that pump has eroded through skin from abdomen to a point it was almost out of the pocket. Pump and catheter was replaced, the issue was resolved at time of the report. The patient status is alive with injury.